Manufacturer narrative:
Investigation summary: it was reported the rubber stopper inside the syringe does not move easily against the plastic, so it is difficult to flush the syringe. To aid in the investigation, one empty sample with no packaging flow wrap, or tip cap, was received for evaluation by our quality team. A visual inspection was performed, and no defects or imperfections were observed. The sample was then tested for sustaining force, which is the force applied to the plunger rod while moving downwards when expelling the saline solution, per it287and the result was within specification. A device history record review was completed for provided material number 306546, lot 2227032. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. Based on the investigation and with the returned sample analysis the symptom reported by the customer could not be confirmed and a probable root cause could not be determined.

Event description:
It was reported that while using bd poshiflush sp the rubber stopper inside the syringe does not move easily against the plastic so it is difficult to flush. Report 1 of 2. The following information was provided by the initial reporter: verbatim: the rubber stopper inside the syringe does not move easily against the plastic so it¿s difficult to flush. The first time we encountered it we actually thought there was something wrong with the IV site that we had just started and thought we needed to stick the patient again before trying another flush and realizing the issue was with the flush itself. Patient was safe, no injuries.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using bd poshiflush sp the rubber stopper inside the syringe does not move easily against the plastic so it is difficult to flush. Report 1of 2. The following information was provided by the initial reporter: verbatim: the rubber stopper inside the syringe does not move easily against the plastic so it¿s difficult to flush. The first time we encountered it we actually thought there was something wrong with the IV site that we had just started and thought we needed to stick the patient again before trying another flush and realizing the issue was with the flush itself. Patient was safe, no injuries.